Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted. (B)(4). Device evaluation: product testing could not be performed as the lens remains implanted and is not available for return. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing no problem with seeing from distance which was 20/20, however had issues with not being able to read. Patient was reportedly seeing halos from street lights and car lights. Additional information was received, and it was learnt that patient had a 1.5 d diopter lens before this surgery and was able to see close objects better, but patient feels it is worse now after the surgery. The surgery was on (B)(6) 2018 and the symptoms were noticed almost right away. Patient has been using eye drops (refresh). He has mentioned this to the doctor so many times and the doctor advised to see the optometrist if anything. He says the doctor had told him before the surgery that his near vision may not be good, and he may have to wear glasses. Patient mentioned he can play squash and he see the ball clearly, this does not affect his day to day activities. This report will capture information for patient's right eye. Another report is being submitted for patient¿s left eye. No further information provided.